Event description:
The customer requested a log review for a report that the "device infused too fast". Reportedly zosyn, unknown dose or volume, was started at 14:00 and was intended to run over four hours. Approximatley 40 minutes later the device alarmed for air in line, and the nurse noted that the zosyn had already completed. There is no information available as to whether the dose was set up as a primary or as secondary. The nurse checked the setup and programming; reportedly when the pump settings were checked the infusion still had 3 hours and 20 minutes infusion time remaining. The ICU manager verified that infusion settings were correct. There was no harm to the patient.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.